Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the foley catheter lumen into the lumen during the pretest. It was also stated that the foley balloon inflated asymmetrically with a ratio of 10: 0. It was mentioned that water leaked from drainage eye or leakage to inlet tube.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temp sensing foley catheter with sample port connector. Visual inspection of the sample noted the three- way catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water)and no leak observed. The balloon rested for 30 minutes without leaks and with the syringe attached the balloon passively deflated in 1 min 28 seconds without issue or cuffing and returning 10ml of solution. Also noted inflated the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 100:00. This does not meet the specification "balloon symmetry shall not exceed a ratio of 70:30 when measured form the side of the shaft." The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the foley catheter lumen into the lumen during the pretest. It was also stated that the foley balloon inflated asymmetrically with a ratio of 10: 0. It was mentioned that water leaked from drainage eye or leakage to inlet tube.